Event description:
It was reported that the right ventricular (rv) lead and the lead placed in the his bundle had high thresholds, which was causing the cardiac resynchronization therapy pacemaker (crt-p) to have little battery life. The his bundle lead, which was plugged into the left ventricular (lv) port, was removed. The rv lead was revised and remains in use. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).